Event description:
It was reported a filter migration occurred. On (B)(6) 2008, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2018, patient underwent a computed tomography (CT) scan, which revealed the gvcf had tilted laterally and abuts the inferior vena cava (ivc) wall with the proximal tip approximately 6.5 cm below the level of the renal veins. Additionally, the physician noted the filter has significant stenosis and is likely thrombosed. Filter remains in patient and may require future surgical removal. It was further reported that the distal end of the filter lies at about the level of the bifurcation.

Event description:
It was reported a filter migration occurred. On (B)(6) 2008, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2018, patient underwent a computed tomography (CT) scan, which revealed the gvcf had tilted laterally and abuts the inferior vena cava (ivc) wall with the proximal tip approximately 6.5 cm below the level of the renal veins. Additionally, the physician noted the filter has significant stenosis and is likely thrombosed. Filter remains in patient and may require future surgical removal.